Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right atrial lead had exhibited elevated pacing impedance. No intervention was performed.